Manufacturer narrative:
Aga medical contacted the author of this article and no additional information has been provided regarding this event, including patient and device information. All dates have been estimated, including implant and event dates. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
The following article was published in the heart, lung and circulation; "transcatheter closure of secundum atrial septal defects with the amplatzer septal occluder in adults and children - follow-up closure rates, degree of mitral regurgitation and evolution of arrhythmias." A single center retrospective review was performed for all cases of transcatheter atrial septal defect (asd) closure with the amplatzer septal occluder (aso) from 1997 - 2004. The following complications were reported: a 32mm aso embolized immediately at implant, requiring surgical retrieval and surgical closure of the asd. (Medwatch report # 2135147-2008-00121) a 12mm aso embolized the following day to the aortic arch without hemodynamic obstruction and was retrieved with a snare catheter from the femoral artery without complication. The asd was resized and an 18mm aso was placed accurately with no further complications. (Medwatch report # 2135147-2008-00122) a child underwent successful closure of his large asd with a 28mm aso but on subsequent tte it was judged the device was too large for the atrium with the potential for mitral valve damage. Two days later the device was electively removed surgically and the asd closed with a pericardial patch. (Medwatch report # 2135147-2008-00123) a patient with a pre-existing migraine had worsening symptoms after aso implant, leading to a decision by the referring cardiac center to have the aso surgically removed and the asd surgically repaired. Migraines persisted afterwards, although possible at a lower frequency. (Medwatch report # 2135147-2008-00138) six patients developed new arrhythmias and symptoms persisted beyond three months in four patients. Treatment was successful with anti-arrhythmic medication (n = 1), radio frequency ablation (1), cardioversion (1) and one awaits treatment. (Medwatch report # 2135147-2008-00139)